Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up. Programming changes were attempted but in so doing the device defaulted to back-up vvi. The engineering test page was accessed and the patient¿s pacemaker was reprogrammed to its original settings. The patient will be followed-up normally.